Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) after left ventricular (lv) only pacing. The sensitivity and sense polarity were reprogrammed and twos continued to be observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.